Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the normally open wire and normally closed wire coming into contact due to the large gage wire being stripped. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Evaluation found footswitch is activated as soon as connected. The reported issue was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus representative (rep.) Reported when the nurse connected the footswitch before the case starts , the transducer/probe kept on going even when the pedal was released. According to the report, the surgeon usually use the transducer to the procedure , however, wanted to try this footswitch for this particular case (therapeutic unspecified procedure). The surgeon then used buttons on transducer. Surgery was a success with no delay, intended procedure was completed with no harm or injury to the patient. After the case, the rep. Tried the footwitch and still the same issue , as soon as it is connected without pressing the pedal, the transducer was "on". No harm was reported. No patient, no user injury reported due to the event.